Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced unspecified issues with priming and spiking an unspecified quantity of clearlink system continu-flo solution sets. This was further described as several people having different ways in spiking the bottle with the sets. As a result, the baxter sales representative spoke to the customer regarding the proper spiking procedures as per the product directions and discussed trouble shooting techniques. The sets were in use with albumin and propofol. This issue was identified during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.